Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was delivering bolus and assisted the customer in the process. During the walk through the insulin pump went to suspend but customer did not pressed act on suspend. It was found that customer was going through correct steps. Customer reported that his blood glucose was low for the bolus. Customer stated he was out of range. Customer stated his range should be 100-140 mg/dl. Customer treated low blood glucose with two glucose tablets. The last reading of customer's blood glucose was 94 mg/dl. The customer was advised to eat lunch and enter the carbs he will consume and it will bring him within range. The customer was assisted in bolus delivery and was advised to monitor blood glucose. No further information provided.